Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis revealed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that no evidence of internal shorting was found during destructive analysis. Lithium severing was seen in anode segment 7. Anode segments 4 and 8 were found to be nearly severed. The charge timeout could have resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer after being removed and replaced for normal depletion. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.